Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that the right ventricular (rv) lead was replaced because it was faulty and broke. A follow up with the patient¿s healthcare provider on record was unsuccessful at garnering further information. A new lead was implanted. No patient complications have been reported as a result of this event.